Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The case went as planned - the patient was registered with no error message. All trajectories were deemed accessible, and while the verification was not perfect - since there was no error message and since the procedure was not requiring extreme sub-millimetric accuracy, the surgeon decided to proceed. There was no noticeable head shift seen in the case. The post operative analysis shows varying levels of error, most prominently in the temporal electrodes. It appears that the pre and post operative merges had no contributory error and that it may be a registration error, if not a potential head shift that was not caught. It was reported that patient was fine with no bleeding on post op CT.

Event description:
The case went as planned - the patient was registered with no error message. All trajectories were deemed accessible, and while the verification was not perfect - since there was no error message and since the procedure was not requiring extreme sub-millimetric accuracy, the surgeon decided to proceed. There was no noticeable head shift seen in the case. The post operative analysis shows varying levels of error, most prominently in the temporal electrodes. It appears that the pre and post operative merges had no contributory error and that it may be a registration error, if not a potential head shift that was not caught. It was reported that patient was fine with no bleeding on post op CT.

Manufacturer narrative:
It was reported that several electrodes were found to be inaccurate in the post-operative images. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the registration of the patient was not done properly. The user modified the image points without modifying the robot's points, which is a bad practice. Furthermore, the points necessary to perform the automatic scan were positioned quite close from each other which did not permit to get an optimal number of matched points. These two errors could have been avoided if the user had followed the indications of the IFU. The surgeon is considered as experienced, although no training record is available. His training record is recorded in the DHR of the rosa brain br18088 which was installed at saint luke¿s later. No failure of the device was detected. The root cause of this event is a use error, since the IFU was not followed.